Event description:
The bd q-syte was placed on (B)(6) 2011. One day later, the clinician found the pt's bed and clothing were wet. There had been leakage of high calorie solution between the bd q-syte device and the infusion set. The clinician then flushed the device with heparinized saline to confirm bleed back, and air was introduced. The clinician changed the bd q-syte device and no harm to the pt occurred.

Manufacturer narrative:
The sample was rec'd on (B)(6) 2011 and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).